Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal by hysterectomy') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 months 9 days after insertion of essure. On (B)(6) 2014, the patient underwent surgery ("other essure related surgery"). The patient was treated with hysterectomy. Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and surgery outcome was unknown. The reporter considered medical device removal and surgery to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation of fallopian tubes'), uterine perforation ('perforation of the uterus'), perforation ('perforation of other organs') and device dislocation ('migration of the essure device to the abdominal or pelvic cavity') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain"), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reactions"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety/ mental anguish") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (removal of essure on (B)(6) 2014, hysterectomy, other essure related surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression outcome was unknown and the anxiety had not resolved. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: initial report: patient reported of another surgery related to essure, dated (B)(6) 2014. Hysterectomy was reported. As per follow-up: plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 14-may-2021: new reporter type (lawyers) were received. New adverse events received: chronic abdominal pain, pelvic pain, unintended pregnancy, migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs, allergic reactions, auto-immune reactions, headache, chronic fatigue, weight changes, hair loss, tooth loss, mood changes, anxiety and depression.the adverse event medical device removal was deleted. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal by hysterectomy') in a female patient who had essure inserted for permanent contraceptive tubal implant. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient underwent medical device removal (seriousness criterion medically significant), 4 months 9 days after insertion of essure. On (B)(6) 2014, the patient underwent surgery ("other essure related surgery"). The patient was treated with hysterectomy. Essure was removed on (B)(6) 2014. At the time of the report, the medical device removal and surgery outcome was unknown. The reporter considered medical device removal and surgery to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("perforation of fallopian tubes "), uterine perforation ("perforation of the uterus "), perforation ("perforation of other organs") and device dislocation ("migration of the essure device to the abdominal or pelvic cavity ") in an adult female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy (with essure) "). The patient had a medical history of penicillin allergy, tonsillectomy, alcohol use, parity 3 and pelvic pain female. Previously administered products included: iud nos. The patient had a family history of smoker (< 1 ppd). Concurrent conditions were listed as dysfunctional uterine bleeding, cervical intraepithelial neoplasia iii, dysmenorrhea, overweight, heavy periods, genital bleeding, spotting vaginal and menorrhagia. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate). On (B)(6) 2014, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device dislocation (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain "), pelvic pain ("chronic pelvic pain "), back pain ("chronic back pain"), genital haemorrhage ("excessive bleeding "), pregnancy with contraceptive device ("unintended pregnancy (with essure) "), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety ") and depression ("depression"). The patient was treated with surgery (removal of essure on (B)(6) 2014, hysterectomy, other essure related surgery on (B)(6) 2014). Essure was removed on (B)(6) 2014. At the time of the report, the anxiety had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, device dislocation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and depression were unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: initial report: patient reported of another surgery related to essure, dated (B)(6) 2014. Hysterectomy was reported. As per follow-up: plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. The essure coils were easily placed on the right side, leaving two coils in place. On the right side the tube was quite open and the coils were easily coming out. Both ostia and fallopian tubes were quite enlarged. The essure coils were placed and there were 10 coils left in the cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 26.573 kg/sqm. [Cytology] on (B)(6) 2014: the specimen is satisfactory for evaluation, an endocervical/transformation zone component is present general categorization. Epithelial cell abnormality descriptive diagnosis: high grade squamous intraepithelial lesion is present accompanying colonoscopic biopsy noted. [Pathology test] on (B)(6) 2014: diagnosis: cervical biopsy high grade squamous intraepithelial lesion (cin iii). [Physical examination] (date unknown): on general inspection, there were no obvious adhesions of either the pelvis or the abdomen or the upper abdomen. The cervix and uterus were removed through the vagina. There were no complications. [Pregnancy test] on (B)(6) 2014: negative. [Ultrasound pelvis] on (B)(6) 2015: findings: the right and left ovaries demonstrate a normal sonographic appearance. No ovarian pathology identified. No ovarian cyst. No suspicious adnexal mass or fluid collection. Appropriate flow is identified to both the right and left ovary; on (B)(6) 2016: findings: within the right ovary, there is a cyst identified measuring approximately 2.0 x 2.9 x 2.8 cm. Minimal mural nodularity noted. A thin internal septation is also noted. The septation contains internal vascularity. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 24-apr-2024: medical record received. Surgical pathology report added. Lab data updated. Medical history, historical dugs are added. Concomitant drugs are added. Patient details & new reporters added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.